Manufacturer narrative:
Product complaint #(B)(6) h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: ¿ can you identify the product codes and lot numbers of the products that were used? ¿ please confirm if the entire suture detaches/breaks off from the needle or if the needle breaks into separate pieces or if the suture breaks into separate pieces. ¿ were there any patient consequences. ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) -----------contacted with the sales rep today via phone, please refer to the information reported and other information requested is unknown. The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that a patient underwent an unknown surgery on 08/10/2024 and suture was used. During the procedure, the joint between the needle and the suture broke, the suture was drawn, making it impossible to continue suturing. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.